Event description:
Related manufacture reference number: (B)(4). It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator system exhibited high defibrillation impedance, failure to capture, and under-sensing. No interventions were performed. There were no patient consequences.